Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eol after experiencing one consecutive charge time greater than the extended mid-life eol charge time limit of 45 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. An eri/eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. Initial laboratory testing noted the device was included in the shortened replacement window advisory and did not pass the labeled longevity calculation.